Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still in tact, the plunger case seal was not seated. The device history log there was a pump motor drive phase b post error in history. The customer stated problem could not be verified after flow and occlusion tests. The tech stated after checking alarm history, noticed a low battery and depleted battery alarm just before the pump motor phase b post error. The root cause was attributed to the customer. Performed pm on pump. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) .

Event description:
It was reported the device pump motor drive error software version: 1.5.1. No patient injury reported.